Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) caught on the sewing ring of the previously implanted stenotic non-medtronic surgical valve and was unable to be advanced. Multiple attempts were made with manipulation of the double curved lindquist wire; however the patient began to decompensate. Cardiopulmonary resuscitation (CPR) was initiated and the dcs and guidewire were exchanged for a medtronic wire and 14fr sheath. Another attempt was made to cross the surgical valve but was unsuccessful. Cardiopulmonary bypass (cpb) was initiated and a 23mm non-medtronic valve was implanted. The procedure was completed on extracorporeal membrane oxygenation (ECMO). It was reported that ECMO was able to be removed and the patient was recovering. Per the physician, the angle that the surgical valve was sewn in may have contributed to the advancement difficulty. Per the physician, the cause of decompensation was aortic insufficiency due to the wire being across the surgical valve which was not tolerated well by the patient. No additional adverse patient effects were reported.